Event description:
It was reported that during an unknown procedure the staples did not release, however when they wanted to do the anastomosis the knife did cut the tissue. This is really a major incident. Massive bleeding and patient had to be held under anesthesia way longer as they had to re-mobilize the colon and to do two new anastomoses. The surgery was delayed by 50-minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: how was the bleeding controlled? Hemostasis with bipolar and linear stapling of remaining distal colon part. How much blood was lost (ml)? Given the situation what happened it was minimal according to the or nurse. Did the patient require a transfusion? No, it was not required. Was there a change in the procedure? Not a change, just additional steps in order to complete the procedure successfully. They had to re-mobilize the colon to gain additional length in order to do a new linear as well as a 2nd circular anastomosis. Was there any patient consequence as a result of the procedure being prolonged? Patient had to stay longer under anesthesia, this has not a direct consequence however this is something that always want to be avoided, also they had to remove additional healthy bowel due to the 2nd anastomosis (linear & circular). Could you please clarify if was any change in the post-operative care of the patient as a result of the event? According to the or nurse this is unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 05/18/2022 d4: batch # 465a79 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When a test battery was inserted the green checkmark was illuminated indicating that the device achieved a full firing stroke. The device was reset, reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 06/13/2022 h11: corrected data = h6 (omitted on previous report).